Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had issues with the application not loading and was stuck at the carefusion bluescreen. A field service engineer found the station stuck on a blue screen. They cloned the ssd, swapped cables, and resolved the boot error. After renaming the computer and reconfiguring the ip address, the error reappeared. They uninstalled rss, deleted atlas key, rebooted, and performed a btx, the customer tested all drawers without issues to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 had issues with the application not loading and was stuck at the carefusion bluescreen. Customer stated that they were to able pull meds from another machine. There were no adverse events or injuries reported based on this incident.